Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A review of the downloaded receiver log did not find any errors related to the customer complaint. "Try it" manual tests were performed and passed. Functional testing was performed and the and there was no failure detected. The receiver case was opened for an internal visual inspection and it passed. The vibrator motor resistance was measured and it registered within specification. The reported event of no vibration was not confirmed. A root cause could not be determined.